Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The subject device was tested with multiple olympus scopes and all output signals and images were normal and stable. However; there was oxidized wear found on the real panel that is recommended to be replaced. Additionally, the unit is still equipped with the old version main switch as well as out dated software that should also be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was producing a flickering image during procedure preparation. Additional details relating to the patient and the event have been requested, but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the intermittent/flickering image could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.